Event description:
Dealer states "j box part #1106398 on bed serial # (not provided) started to release smoke when activated by client or attendant."

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 5490ivc, serial number/date code and age of product are unknown. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the junction box allegedly started to smoke when activated. Invacare communicated with (B)(6) (B)(4) 2012 in regards to smoking junction boxes. Invacare team (engineering) to gather information and trending to assist in the investigation. Invacare quality review board to meet next week regarding this issue. No injury alleged. Damaged product is to be returned to invacare for an inspection and evaluation.